Event description:
Information was received from a patient regarding an external device. The reason for the call was that the patient reported that when recharging the implantable neurostimulator (ins) the recharger paddle gets hot. Patient requested an interpreter. Agent had patient and interpreter on the conference call, but the static from the interpreter was loud, and the patient couldn't hear them, so the interpreter disconnected. Agent assisted the patient without an interpreter. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.